Event description:
Customer reported a cartridge alarm 30 with no prior history of similar alarms with this pump's serial number, although there were alarms with consecutive cartridges. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, which was still under warranty, and informed the customer that the replacement would arrive with a previous software version, but an update would be available. The customer acknowledged receipt instructions and agreed to return the faulty pump to avoid additional charges, as well as to program settings and connect their cgm to the new pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.